Event description:
It was reported that the patient went to the hospital because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgical procedure was performed, during which a hole in the right cylinder was identified. The component was removed and replaced. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned component underwent a thorough analysis. The cylinder was visually inspected, and leak tested. During visual examination, wear at a fold in the middle and in the proximal of the cylinder was noted. In addition, it was identified that the component had a hole at the corner of a fold in the middle of its body and detached fabric thread were present within the middle of the cylinder. The kink resistant tubing (krt) and the rear tip were worn down. The cylinder had a bulge in its middle and it did not pass the leakage test. Based on the information available and analysis results, the hole identified in the component could have caused or contributed to the reported clinical observation of a hole in the right cylinder; therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgical procedure was performed, during which a hole in the right cylinder was identified. The component was removed and replaced. There were no patient complications.